Manufacturer narrative:
During further investigation (fi), a visual inspection of the power management (pm) pcba assembly revealed no damage or defects. The pm pcba was installed in an fi test ventilator. The test ventilator powered up from ac and delivered breaths. Using a test fixture, power was removed and reapplied 30 times, once every 30 seconds. The test ventilator did not fail to power up with screen during any cycle. An attempt was made to duplicate battery failure. The test ventilator ran for over six (6) hours (6:35 verified discharge time) on the battery and no errors were produced. The battery was charged and no errors were produced. The charge cycle finished with the battery led solid the pneumatics screen showed battery volts = 16.63v. The pm pcba passed the internal battery test. All voltages were measured and verified within specified ranges. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is no relationship of the device to the reported problem. The customer complaint of ¿failed battery test - e/c 1124.¿ was not confirmed.

Manufacturer narrative:
(B)(4). Philip's international service technician replaced the power management printed circuit board assembly to address the event. Reportedly, the customer replaced the battery prior to the technician's evaluation of the unit. The unit was functionally tested and no abnormalities were identified.

Event description:
It was reported that during periodic maintenance, the manufacturer¿s international service technician found an error code indicating a battery failure in the error log. There was no patient involvement.